Event description:
Boston scientific received information that during a routine device replacement procedure, right ventricular (rv) shock lead impedance (sli) measurements of greater than 125 ohms were observed in the triad configuration when the rv lead was connected to the new device. Previously (with the chronic device) sli measurements had been within normal limits. The lead was re-checked with the chronic device again showing normal sli measurements. The lead was then re-connected to the new device however the triad and rv to ra coil lead configuration still yielded greater than 125 ohms sli. The attempted device was removed and a new device was implanted with similar out of range high shock impedance measurements. An integrity issue with the rv lead's proximal coil was suspected however the lead was left implanted and will be monitored.

Manufacturer narrative:
This device remains implanted and will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.